Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: a catheter problem was reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The patient's medical history was reported as "none" and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use (IFU) were listed as cerebral palsy (cp) and intractable spasticity. During the last refill fluid was leaking from the skin and tested positive for cerebrospinal fluid (csf). The patient was seeing the neurosurgeon on (B)(6) 2016 for planned catheter revision. It was not specified what led to the event, but was identified during pump refill. The pump volume was correct and a sample from the pocket confirmed to be csf and patient had a headache. Interventions included a planned catheter revision and the issue was not resolved at the time of this report. The patient's status was "alive- no injury". The revision had not been scheduled yet. The type of baclofen, lot number, concentration, and dose were not reported. The cause for the csf (cerebrospinal fluid) in the pump pocket and the act ions/interventions taken to resolve this issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.